Manufacturer narrative:
Conclusion: customer did not request service from bec. Customer reported that there were no instrument issues at the time of the event and the quality control was acceptable. Customer reported that there was possible heterophile-antibody interference. Customer reported that they did not perform any testing to confirm the existence of heterophile antibody. Reagent used in conjunction with unicel dxc 600i synchron access clinical system: catalog no.: 33340. Brand name: access accutni, 2 x 50 tests.

Event description:
Beckman coulter, inc. (Bec) contacted customer per bec market survey program. Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated one false positive accutni (troponin I) result approximately one year ago. Customer was not able to provide a specific date of the event. Customer reported that the false positive result was reported out of the laboratory. Customer reported that the physician questioned the result. Customer reported that they repeated the specimen after the physician questioned the result and received a similar result to the initial result. Customer reported that they sent the specimen outside the laboratory to be tested on an alternate method ((B)(4) integra). Customer indicated that the result from the roche integra was negative. Customer indicated that there was no death, serious medical deterioration, or inappropriate medical treatment.